Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. The patient had driveline power fault alarm and significant twisting of primary driveline cable. It appeared that the event log contained the onset of driveline power faults on (B)(6) 2026. The driveline faults were associated with a system controller open fuse b fault. The percutaneous lead was planned to be untwisted followed by a system controller and modular cable swap. The patient was admitted for monitoring over the weekend and they completed the modular and system controller exchange after un-twisting the primary driveline as much as possible. There were no issues or alarms during the untwisting, and the power fault alarm resolved after the exchange. They sent another set of log files from post-exchange. They applied additional rescue tape over this new area of damage. No damage was noted to modular cable at present. They believe conductor insulation damage along with the twisting likely created a short from power to ground which caused the driveline power fault. It appeared that the event log contained various alarms associated with the equipment exchange. Follow up log files were submitted for review. Additional information received on 22apr2026 confirmed that the cause of the driveline power fault alarm was resolved with modular cable and system controller exchange and untwisting of driveline.